Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was unknown at the time of the incident. It was reported that the customer was being worked on by the emergency medical services. The customer reported that they were getting low reservoir alarm and the reservoir is out. The customer was able to clear the alarm. The insulin pump will not be returned for analysis.